Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Note - section e1 shortened from: [the second affiliated (B)(6) hospital, due to character restrictions. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center did not have image. The issue occurred during an enteroscope diagnostic procedure. The procedure was completed using the same set of equipment without any delay. There were no reports of patient harm.